Manufacturer narrative:
The thermogard console in complaint will not be returned for investigation. Therefore, a physical investigation could not be performed. Per clinical specialist , the issue was due to user error with the spike. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
As reported during the set up preparation, the thermogard exhibited "air trap alarm ". Cas (clinical specialist) walked through with the nurse on troubleshooting the issue by re-priming the machine with inverted air trap and bag spiked. The air trap alarm was cleared however after 30 seconds on running in run mode, thermogard exhibited the same error. The customer spiked 3 bags of saline to clear the fault however was unsuccessful. The suk and saline bag were replaced however, the thermogard issue was not resolved. Another console was used to continue the treatment and the patient was treated with no issue observed. No patient harm or consequence on this event.